Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1, -11.5/+1.5/090 (sphere/cylinder/axis) implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a longer lens, the surgeon noting low vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro centrifuge vial with clear surgical residue on product. Visual inspection found the lens with no visible damage and foreign materials on lens surface (residue on lens).